Event description:
A pt reported experiencing inaccurate erratic results with an ot basic enhanced meter. The pt's blood glucose results were 98mg/dl, 124mg/dl fasting in 2001. Tests were done less than 10 minutes apart with a difference of 21%. Pt did not experience any adverse events. No further info has been reported.